Event description:
Caller reported a blue screen with no display, although alarm sounds were still functional. There was no adverse impact to the customer¿s blood glucose level. The ability to interact with and read the pump screen was affected, prompting the customer to use mdi as a backup therapy. Technical support resolved the issue by arranging for a replacement pump with updated software and provided instructions for storage mode and return procedures. Training would be available through the tandem source account, and the customer acknowledged all instructions.